Event description:
Customer's family or friend reported the insulin pump had alarmed motor error and was unable to clear it. The device was not dropped or exposed to an MRI. Connections were fine and customer uses correct batteries. Customer's blood glucose was not provided. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion test, no motor error alarm noted. The device was unable to prime during prime test due to faulty force sensor resistor. Occlusion test and excessive no delivery test were not performed due to prime/fill anomaly. The motor was tested outside of the device and it passed. All buttons functioned properly and no damage was noted on the keypad traces. The connector on lcd board was locked. The device had minor scratches on the display window, scratched reservoir tube window, and cracked reservoir tube lip.